Event description:
Approx 18 patients(still collecting data, (B)(6) 2020 utilizing the on q elastomeric pump 400ml, with ropivacaine 0.2%, had pump empty prior to intended infusion duration resulting in several hours of no pain relief as promised; most patients were discharged and so couldn't provide another pump. Anticipated infusion time ranged from 55-110 hours, but resulting infusion time was 34-72 hours. FDA safety report ID# (B)(4).